Manufacturer narrative:
Product complaint #: (B)(4). Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, a 5mm hex flexible screwdriver was received broken from trunk stock. No patient involvement. This complaint involves 1 device. This report is for (1) 5mm hex flexible screwdriver. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part: 03.037.028. Lot: l234587. Manufacturing site: hägendorf. Release to warehouse date: 05. May 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 5mm hex flexible screwdriver (part #: 03.037.028, lot #: l234587) was received at us customer quality (cq). Upon visual inspection, it was observed that the screwdriver shaft was cracked at the most proximal end of the shaft section. The shaft was not completely broken into two pieces. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: the measured diameter of the shaft was within the specification as per the drawing. The device used is ca215p. Document/specification review: based on the date of manufacture the following drawings, reflecting the manufactured and current revision were reviewed. Flexible screwdriver hex5. Flexible shaft. Complaint confirmed? Yes. Investigation conclusion: the complaint condition was confirmed as the shaft of the device was cracked. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. However, it is possible the device experienced an application of unintended forces, causing the reported condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.